Event description:
It was reported that prior to a unknown procedure, after starting procedure with the device, the generator instrument alarm went off. Instrument was disassembled and re-torqued again. Alarm went off again. Did not past test. New instrument was opened. No complications. No patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that when attempting to activate the device on a generator, gave a solid tone. Visual examination found an era of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. The failure is caused due to activation of the device while clamped without tissue being present. For this reason the following statement were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument."